Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: visual inspections revealed that the shaft part of the device was slightly bent. The surface of the device and the tip shows wear marks indicating that heavily use. It was tried to disassemble and assemble, there was a slight resistance; the condition of the shaft might have contributed to this issue reported. A manufacturing record evaluation was performed for the finished device lot number: 1491886, and no nonconformances were identified. Based on the visual inspection of the device, this complaint can be confirmed. The possible root cause for the reported failure can be related when the device might have been dropped or device was tapped against a hard surface accidentally, as well as rough use by the user; moreover, this failure reported can be related to the wear and tear of the device. As per IFU, do not use a damaged or defective endoscope. Inspect the endoscope prior to each examination or procedure and before sterilization based on the instructions in this document; it is important to check the shaft for bending, scratches, dents, corrosion, pitting, or other surface irregularities. Do not hold the endoscope by its shaft; this may cause damage and do not bend the endoscope or subject the endoscope to impact. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer that preoperatively to an unknown surgery on an unknown date, it was observed that the obt_button_4.0,167cw_mitek obturator device was difficult to take apart from the trocar. During in-house engineering evaluation, it was determined that the shaft part of the device was slightly bent. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.